Event description:
It was reported that upon interrogation, the capture threshold had increased and one out of range hv lead impedance measurement was noted. The lead was explanted and replaced. The patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found. (B)(4).